Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of 591 mg/dl. As a result of the high bg the customer experienced ketones that were identified as dangerous by a health care provider. At the time of the report the customer had not yet taken any action to address the bg.